Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the computer was down. A technical support specialist, performed a reboot and remote support session station has been confirmed to be online. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the computer was non-operational, resulting in a black screen. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.